Event description:
Information received by medtronic indicated that the insulin pump had crack on battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked case) caused by an accident during sleep. Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (cracked case) was confirmed during visual inspection where cracked retainer, cracked case on corner of belt clip rails, cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads was noted.